Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced hyperglycemia with a peak blood glucose of 401 mg/dl, high ketones, and vomiting after a routine meal while using teflon subcutaneous infusion sets; elevated glucose persisted for approximately five hours and was associated with suspected infusion set performance issues on day three of wear, prompting infusion set changes and subsequent use of shorter wear intervals. Symptoms included nausea and vomiting. Outcomes included emergency room evaluation with IV treatment and discharge the same day, with continued ilet use and adherence to the ketone action plan. Investigation included review of device use history and customer interview. Investigation of this case revealed an undetermined cause of hyperglycemia, with user-reported suspicion of a problematic lot and improved control when changing the set every two days. It was concluded that the event involved hyperglycemia with cause not determined and that medical attention was required.